Event description:
The customer purchased a us contour next ez meter. When it was powered up, the start up screen showed the unit of measure was in mmol/l even though the label on the back of the meter indicated it read in mg/dl. No ae alleged. Meter is to be returned for evaluation and a replacement was sent.